Event description:
The patient experienced an arrhythmia that met medical doctor notification (mdn) requirements that was not transmitted during the wear period. The investigation of the diagnostic data indicates that no functional issues or errors were observed for the patch around the time of the specified episode. The healthcare provider (hcp) was notified immediately, and irhythm learned that the patient went to the emergency room (ER) on (B)(6), 2023, for acute respiratory failure. A pacemaker was implanted on (B)(6) 2023, and the patient was discharged. Subsequently, on (B)(6) 2023, the patient was placed in hospice and expired on (B)(6), 2023. The account confirmed that the patient¿s hospitalization and the hospice orders were not cardiac-related. There was no delay in treatment due to the mdn.

Manufacturer narrative:
The at device was returned to irhythm 60 days after the prescribed wear period ended, and the clinical data was downloaded. A review of the clinical data found that the patient wore the at device for the 14-day prescribed wear period. Irhythm became aware of the arrhythmia while preparing final report and notified the hcp on day 83. The account reported that the patient passed away approximately a month after the device was removed and that the cause of death was not cardiac-related. It was reported that the patient/patch was possibly away from the gateway at the time of the missed episodes, however, this could not be verified. Due to insufficient information, the cause of the missed mdn could not be determined. However, a potential algorithm sensitivity issue with the device could not be ruled out. This event is being reported per 21cfr 803 as an product problem /malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA's additional information request received on july 09, 2024, to provide the UDI number for the zeus system associated with product code dqk. A review of the complaint was performed, and it was determined that a supplemental report is required to correct the suspect medical device from zeus to zio at. Based on new reporting criteria implemented at that time. Please see updates to sections (d1, d2, d4, d5, and g4). Please reference MFR. Report numbers: 3007208829-2023-00168; 3007208829-2023-00191; 3007208829-2023-00192; 3007208829-2023-00193; 3007208829-2023-00195; 3007208829-2023-00196; 3007208829-2023-00197; 3007208829-2023-00198; 3007208829-2023-00202 related to this request.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.